Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016 the patient's receiver vibrated continuously. There was no report of any injury or medical intervention. The complaint device was returned for evaluation. An exterior visual inspection was performed and no defects were found. The receiver case was opened for further evaluation. An interior inspection was performed and no defects were found. The data log was downloaded and reviewed. A review of the data log confirmed the customer complaint. A root cause could not be determined. No additional event or patient information is available.